Manufacturer narrative:
Patient weight provided.

Manufacturer narrative:
Patient identifier field does not accommodate the size of this patient number, should read: (B)(6). Patient weight is unavailable from the site. The reporting medtronic representative went to the site to test the system with a resin head. Software investigation is not completed at this time.

Manufacturer narrative:
The tracing pattern presented did not optimally cover the patient anatomy and additional surface area tracing is recommended. Software is functioning as designed.

Event description:
A medtronic representative reported a 3-4mm inaccuracy, off to the right, while in a frontal endoscopic sinus surgery (fess). The surgeon chose to complete the surgery with the use of the fusion navigation system. There was no negative impact to the patient outcome.